Event description:
Customer care reported that the patient received a therapeutic shock. Customer care confirmed ems is enroute to the patient. The patient currently stays at nursing home. Customer care was able to reach the emergency contact who confirmed the event and the patient is doing ok now. Carestation data was reviewed and shock delivery event was logged on (B)(6) 2023. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. However, an undiverted shock to a conscious patient could result in serious injury.

Manufacturer narrative:
The wcd system was not recovered from the field. Review of device event log indicated the patients was in atrial fibrillation or atrial flutter with fast wide ventricular rate within the programed treatment zone. The device determined the presence of a shockable rhythm based on thresholds set for rate and duration per prescription. Wcd is not indicated for the treatment of af. Confirmation of the alleged deficiency could not be documented due to unavailability of the wcd system.